Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intraocular lens implant procedure, the patient didn't feel the good vision at far, intermediate, and near distances. The cause of the non-improved visual acuity could not be found, it was judged that the patient could not adapt to the multifocal iol, and exchanged with the monofocal iol. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in two segments in the lens case. Solution is dried on both surfaces of the optic and haptics. One haptic is bent, the other haptic has loose fibers-rejectable. The optic is scratched/marked-rejectable. The cause of the non-improved visual acuity could not be found, it was judged that the patient could not adapt to the multifocal lens, and exchanged with the monofocal lens. The root cause for the reported complaint could not be determined. As per the reporter, it was suggested that the patient's ability to adapt to multifocal lens could be a contributing factor. The manufacturer internal reference number is: (B)(4).